Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reports getting a shocking sensation down their leg as they went to the rest room. The environmental/external/patient factors that may have led or contributed to the issue was laying down on the bed or when urinating. Rep told the patient to turn the ins off to alleviate the issue until the healthcare provider (hcp) can provide advice or surgical intervention. Rep will contact the hcp and inform them about the situation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Based on additional information received, the manufacturing site was site (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative clarified the shocking issue occurred during the trial evaluation and not with the permanent implant. The patient was reprogrammed and taken off the trial system. The trial evaluation started on (B)(6) 2017 with the permanent ins and lead occurring on (B)(6) 2017. After implant of the ins, there was no further feedback from the patient. To the knowledge of the representative, the shocking issue has been resolved.